Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. Per reporter volume was 273, stop volume 15.1, measured volume 28 and the calculated under infusion was 5.0 percent. No additional information is available at this time